Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) lead high out of range shock impedance measurements greater than 128 ohms. Technical services (ts) was consulted, noted a previous lead safety switch and discussed it has been high for a while. Ts recommended considering a delivery of a max energy shock to evaluate actual shock impedance measurements during shock delivery, however, discussed that the shock impedance will likely keep rising and ultimately lead to a new lead. This ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced due to normal battery depletion.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out of range impedance measurements were due to a product performance issue or an inadequate lead to device connection. However, intermittent, out of range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead to device connection are likely the result of the low energy test signal utilized for daily automatic or in clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) lead high out of range shock impedance measurements greater than 128 ohms. Technical services (ts) was consulted, noted a previous lead safety switch and discussed it has been high for a while. Ts recommended considering a delivery of a max energy shock to evaluate actual shock impedance measurements during shock delivery, however, discussed that the shock impedance will likely keep rising and ultimately lead to a new lead. This ICD system remains in service. No adverse patient effects were reported.